Event description:
When unplugged, the pump powers off by itself without sounding an audible alarm tone. The pump is used on a daily basis in a physician's office to deliver unspecified doses of herceptin and unspecified medications to outpatients. The pump "performes perfectly fine when it is plugged in." The customer contact reported that the pump will power off without alarming when it is unplugged. The pump remains in clinical use until the replacement part is received. The customer contact stated a note was placed on the device to alart the staff. There were no rpeorts of any adverse pt events while the device was in clincal use.